Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 88106. The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Of the forty-two (42) patients without preexisting cardiac implantable electronic device (cied)s, thirteen (13) (30.1%) underwent new cied implantation after ttvr, all because of either complete heart block or pauses during atrial fibrillation or flutter, presumably due to high-grade or complete heart block.